Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to syncope and a fall with bradycardia in the 30 beats per minute (bpm) range. Review of device data revealed a change in right ventricular (rv) lead and right atrial (ra) lead capture thresholds on september 4. Device evaluation revealed unipolar non-capture at maximum outputs, however there was bipolar capture. Additionally, there were no drastic changes to bipolar impedance measurements on either channel. Technical services (ts) discussed troubleshooting options and possible causes, recommending x-rays to rule out lead integrity concerns. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: patient code fall/e2007 removed.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to syncope and a fall with bradycardia in the 30 beats per minute (bpm) range. Review of device data revealed a change in right ventricular (rv) lead and right atrial (ra) lead capture thresholds on september 4. Device evaluation revealed unipolar non-capture at maximum outputs, however there was bipolar capture. Additionally, there were no drastic changes to bipolar impedance measurements on either channel. Technical services (ts) discussed troubleshooting options and possible causes, recommending x-rays to rule out lead integrity concerns. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the physician decided against performing x-rays and this pacemaker system was reprogrammed with appropriate safety margins for capture. Additionally, the physician suspected stroke was the likely cause of the reported fall. This pacemaker system remains in service. No additional adverse patient effects were reported.